Event description:
It was reported during a device changeout, the lead was capped and replaced due to r wave decrement and high capture threshold. No visual cable extrusion was seen. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).